Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and cholecystectomy on (B)(6) 2018 during which the surgeon noted ¿there were a significant amount of dense adhesions to the mesh. The surgeon spent a substantial amount of time lysing these dense vascular adhesions.¿ it was reported that the patient experienced severe pain, nausea, vomiting, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1, a2, b7, d3, g1, g2. Additional b5 narrative: it was reported that following insertion the patient experienced discomfort.